Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 420 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, sweating and vomiting. The patient was initially seen in an emergency room and was later med flighted to another hospital, where he was admitted to the intensive care unit (ICU). The patient was treated with intravenous fluids and insulin. The pod was removed at the hospital and upon removal, the cannula was found bent. Patient was transferred out the ICU and remained hospitalized at the time of reporting.